Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-jul-2018 with the following findings: during investigation, the black box verified on (B)(4) 2018 the user completed a full rewind then placed pump in suspend before priming. The pump was alarming loss of prime due to the user not priming the pump after rewind. The pump passed all required testing. There was no loss of prime duplicated , force sensor calibration is with in specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.